Manufacturer narrative:
Skin irritation is a known inherent risk of the device. The device manual warnings section read as follows: do not use the zio xt patch on patients with known allergic reactions to adhesives or hydrogels or with a family history of adhesive skin allergies. Patient may experience skin irritation. If skin irritation such as severe redness, itching or allergic symptoms develop, remove the zio xt patch from the patient¿s chest. This event is being reported per 21cfr 803 as a serious injury. This report does not constitute an admission by irhythm that the product described in this report has any defects, or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Event description:
The patient reported skin irritation with signs of secondary infection allegedly caused by zio xt. The patient reportedly experienced intense itching, dark redness, broken skin, and a putrid odor coming from under the patch. The patient removed the patch and indicated that they would contact their healthcare provider. Irhythm attempted to follow up with the patient multiple times to gather additional information but was unsuccessful. It is uncertain whether the patient received any treatment.